Event description:
On 06/13/2022, it was reported by a facility representative via email that an ar-3680 fibertak button implant system tip broke off approximately 1mm x 2mm, into the subcortical bone of the patient. This occurred during implant insertion in an arthroscopic shoulder procedure on (B)(6) 2022. No additional information provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted the one of the prongs on the distal tip of the inserter had broken off. The thickness of the inserter was measured and found to be within tolerance. The cause of this remains undetermined.